Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion cardiotomy venous reservoir (cvr), 15 minutes into the case, the customer stated that the venous cannula position was such that air was being sucked back into the venous line at which point foam and bubbling in the cvr appeared. This was observed for 45 minutes until the venous air issue was stopped. The customer stated that once the venous air situation was fixed, the bubbling and foaming in the cvr began to dissipate. The device was replaced to complete the procedure. There was no patient impact associated with this event. The customer stated that the issue started when some air came down the venous line. The customer was using a bio-medicus multi-stage venous femoral percutaneous kit and vacuum to assist drainage. Medtronic received additional information that the perfusionist thinks that there was a placement issue with the cannula which allowed air into the venous cannula/line. The venous line was not partially obstructed when the bubbles/foam appeared.